Manufacturer narrative:
Section b3: event date corrected section d4: primary UDI corrected manufacturer¿s investigation conclusion: the reported event of a system controller exchange following low flow alarms was confirmed via the submitted log files. Data from the reported event date of 14may2024 in the submitted primary controller event log file (023137) was reviewed. Intermittent low flow fault alarms were captured due to the estimated flow decreasing below the low flow threshold, to a range of 2.3 ¿ 2.4 lpm. The driveline was disconnected on (B)(6) 2024 at 14:51:40 for a controller exchange. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that the cause for the low flows were due to an outflow graft obstruction. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. A root cause for the reported exchange was determined to be user error. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms on (B)(6) 2024 and they decided to exchange their own system controller in response to the alarms. It was noted the outflow graft obstruction was a result of the patient inappropriately exchanging their system controller.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.